Manufacturer narrative:
The full lead was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the end of the implant procedure, low right ventricular (rv) lead coil impedance was observed. The lead was explanted and replaced and low impedance was again observed with the new lead. Therefore the device was explanted and replaced and the issue was resolved. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.